Manufacturer narrative:
On (B)(6) 2021, mentor became aware that incorrect brand name and PMA number was submitted under previous initial submission. Unique identifier should also remain blank since even if both devices have the same volume engraved we do not know the exact product code for the right side since it was not reported and we cannot assume that it was the same product code used as the left side, therefore it will remain as unknown gel. Also, since product codes variate from profile, volume and type not just volume. This supplemental correction medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found damaged per analysis findings. On (B)(6) 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Since no lot number was provided, no manufacturing record evaluation could be performed. Visual analysis of the returned sample revealed that the gel 400cc breast implant had a tear on the anterior view, measuring approximately 1.2 cm. Additionally, an area of siltex cracking was noted within the tear. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: right rupture manufacturer¿s reference number: (B)(6).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with a 400cc mentor memorygel breast implant on both sides and experienced breast implant rupture on her left side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3505430bc; serial number (B)(4) on the left side, and with catalog number 3505400bc; serial number (B)(4) on the right side on (B)(6) 2021. On (B)(6) 2021, the mentor failure analysis lab received two devices for evaluation, it cannot be determined which device is the suspect medical device for the reported rupture, since the two received products have the same volume engraved, both devices were found damaged per analysis findings. This medwatch report is for the patient¿s right-sided device.